Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 12/21/2025, the reporter stated the patient¿s cgm was reading an unspecified low value. No bg meter comparison was taken at this time. The patient was also wearing an omnipod insulin pump. The patient was treated with food containing sugar. Despite treatment, the patient¿s cgm values remained low. The patient¿s mother took the patient to the emergency room as he began vomiting. At the ER, the patient was diagnosed with diabetic ketocidosis (dka) and treated with IV fluids and an IV insulin drip. The patient¿s sensor was removed as well. The patient was discharged home after 5 days. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.